Manufacturer narrative:
(B)(4). Upon investigation of the returned sample, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 02/13/2019, was sent in error.

Event description:
Complaint description: md was performing the procedure according to IFU. The front part of the basket was not properly joined and could not be used. The md used a new product and could finish the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: md was performing the procedure according to IFU. The front part of the basket was not properly joined and could not be used. The md used a new product and could finish the procedure.